Event description:
The complainant reported that a patient was implanted with an impella rp flex via percutaneous right internal jugular vein for mechanical circulatory support. Placement signal unreliable alarm and lack of impella flow in impella flow box was reported. The patient remained hemodynamically stable. Placement signal was pulsatile at this time. Placement signal was disabled. The patient's outcome was stable and the patient's outcome at explanted was survived.

Manufacturer narrative:
The device will be returning for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.